Event description:
A high impedance event was confirmed for the patient during a periodic data review. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information was received from the physician that the patient was referred for a battery replacement due to his generator being at eos. The patient's clinic notes were received, noting the patient's device was seen with high impedance. The notes also mentioned instances of increased seizures after the device was seen with high impedance. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Additional information was received from the physician noting the cause of the increased seizures was external factors/not related to the vns. The physician also clarified that the increased seizures were above pre-vns baseline levels. The physician clarified that when the generator was interrogated it was non-functioning and the patient has been referred to neurosurgery.

Event description:
The patient underwent a full revision. During surgery, the doctor replaced the patients m106 generator with a new 106 generator resulting in high lead impedance. He then removed the pin and reinserted and they tested again still resulting in over high impedance. He then proceeded to dissect in the neck and found that the lead was actually severed right near the anchor. He removed the anchor and placed a new 2 mm lead above the existing remaining 2 electrodes. After placing the new lead and inserting into the new 106 generator, the lead impedance showed were within normal limits. The suspect product has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
Later, the suspect product was received by the manufacturer and underwent product analysis testing. The generator was also received and underwent testing.